Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with faded serial number label and cracked retainer.

Event description:
It was reported that the insulin pump alarmed replace battery now. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. Customer stated the alarm re-occurred less than 10 hours from getting a low battery alert. The insulin pump was returned for analysis.